Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of noise on the right atrial and the shock channels. Noise could be reproduced through product testing. The atrial sensing of the ICD was programmed off as the patient did not have a need for the ra lead. The ICD remains in service and there have been no adverse patient effects reported.